Event description:
According to the reporter: customer stated that they felt there were no staples inside after it was fired. The surgery was finally finished by manual suture. Surgery time did not extend by more than 30mins due to the product problem. The patient is in good condition now.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).